Event description:
It was reported that "when the patient was moved to the left supine position, the central venous line came out from the vein despite that the wings were attached to the skin and the dressing was occlusive.". The additional information reported that the patient had no serious injuries from this incident. A new central line was inserted to resolve the issue. The associated emdr report numbers are 3006425876-2025-00258 and 3006425876-2025-00289.

Manufacturer narrative:
Continuation of d11: nicardiacs (noradrenaline), sedation (fentanyl and propofol at the beginning of withdrawal), anticoagulants (heparin), antibiotics, electrolytes. (B)(4) the actual device was not returned; however, the customer provided 4 photos for analysis. The complaint of catheter migrated during use was able to be confirmed by the photos. The first photo revealed the catheter on the floor of the clinical space post-migration. The second photo revealed the insertion site with the fastener in place but without the catheter. The third and fourth photos displayed clinical data related to the patient's condition. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "the catheter clamp and fastener are used to secure catheter when an additional securement site other than the catheter hub is required for catheter stabilization. After guidewire has been removed and necessary lines have been connected or locked, spread wings of rubber clamp and position on catheter making sure catheter is not moist, as required, to maintain proper tip location. Snap rigid fastener onto catheter clamp. Secure catheter clamp and fastener as a unit to patient by using either catheter stabilization device, stapling or suturing. Both catheter clamp and fastener need to be secured to reduce risk of catheter migration. If catheter tip is malpositioned, assess and replace or reposition according to institutional policies and procedures." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when the patient was moved to the left supine position, the central venous line came out from the vein despite that the wings were attached to the skin and the dressing was occlusive.". The additional information reported that the patient had no serious injuries from this incident. A new central line was inserted to resolve the issue. The associated emdr report numbers are 3006425876-2025-00258 and 3006425876-2025-00289.

Manufacturer narrative:
Continuation of d11: nicardiacs (noradrenaline), sedation (fentanyl and propofol at the beginning of wi thdrawal), anticoagulants (heparin), antibiotics, electrolytes.qn# (B)(4).